Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced elevated blood glucose (bg) starting on (B)(6) 2012 and was subsequently hospitalized on (B)(6) 2012. The patient stated that the evening of (B)(6) 2012 she had changed the site, set, and cartridge, and that her bg was elevated to around 300 mg/dl after eating cake. The patient stated that she bolused with the pump but then experienced nausea and vomiting, so she then went to bed assuming she was ill. The patient stated that she awoke the morning of (B)(6) 2012 with bg still around 300 mg/dl. She stated that she changed the site/set again and used insulin from a new vial, and bolused with the pump with no success in bringing her bg down. The patient was reportedly admitted to the hospital on (B)(6) 2012 with a diagnosis of diabetic ketoacidosis. Customer support reviewed the pump with the patient and found the pump to be operating as intended. Troubleshooting did not find any suspends, temporary basal programs, or any interruptions to normal basal rates. The patient confirmed that an occlusion alarm from (B)(6) 2012 was due to kinked tubing. The patient denied any other site/set issues. While troubleshooting, the patient noted that two days prior to the elevated bg issue, she experienced very low bgs between 32 and 60 mg/dl. The patient stated that she had been stressed at that time, and was attributing the low bg to stress at work. Although there were no defects found with the pump, the patient noted that her health care provider wanted the pump to be replaced. This complaint is being reported because the patient experienced erratic bgs while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.